Event description:
As reported, approximately twelve years post initial bilateral tka, patient left knee was revised due to pain. Components were well fixed. The insert was found to have an unusually metal piece imbedded into the top layer. It appeared that the metal caps on the tibial baseplate that cover the hole for possible augments were potentially never captured under the insert during the initial procedure. Patient chose a different company for the revision with surgeon discussion. Explants not available. Patient left in stable condition. No further information.

Manufacturer narrative:
D10: logic femoral ps cem left sz 3.5 (cat#: 02-010-01-0235 / serial#: (b (6), logic tibia ps mod insrt sz 3.5 9mm (02-012-35-3509 / serial#: (B)(6) 3" trocar, mod. Hex 2pk (cat#: 201-78-81 / serial#: (B)(6). The revision reported was likely the result of prosthesis wear, which may have led to pain. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, excessive posterior slope, third body wear, patient-related conditions, instability, or any combination of these possibilities. Because the components were implanted for over 11 years, it is unclear when or how the screw hole cover detached from the tibial tray. The contributions of prosthesis wear and disassembly of the screw hole cover to the sequence of events cannot be determined as the devices were not available for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.